Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.